Manufacturer narrative:
Insulin pump passed self test and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure error. Customer's blood glucose level was 160 mg/dl. Customer was assisted with troubleshooting and they performed self test and test was failed prior to call. The insulin pump will be returned for analysis.